Event description:
It was reported that the patients lead looked like coming out as there was a scab and a skin breakage. Additional information was received that the patient underwent a device explant procedure. The explanted linear leads were not returned.

Event description:
It was reported that the patient's lead looked like coming out as there was a scab and a skin breakage.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7073333. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7070483.